Manufacturer narrative:
(B)(4).

Event description:
This was a procedure to extract two riata leads (1580 and 1570). The physician attempted to prep the leads with spectranetics lead locking devices, but was unable to prep the 1580 lead. Extraction of the 1570 lead was started using a spectranetics 16 fr. Glidelight laser sheath. While progressing to the ra there was a significant drop in blood pressure. The cardiac surgeon was called in while pericardiocentesis and chest compressions were begun. The cardiac surgeon arrived and did a sub-xiphoid window. Sternotomy was done and the patient was stabilized. Remaining leads were removed. The patient survived the procedure.